Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a leak was confirmed, but the exact cause could not be determined from the video that was provided for investigation. The video showed a groshong PICC inside an open kit. The proximal and distal ends of the catheter were not visible in the video. There was a bend in the catheter tubing, which suggests that the stylet wire was possibly bent within the lumen. As the video played, beads of fluid formed at the bend in the tubing and dripped from the catheter, which suggest that fluid was being infused through the catheter. Since the leak coincided with the location of the bend in the catheter, it is possible that the damage was associated with the stylet. The catheter may have been compressed against the stylet, but it could not be determined from the video how or when the catheter was damaged. A lot history review (lhr) of recw1575 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that a nurse prepared to place a PICC catheter in a patient under ultrasound guidance on (B)(6) 2020. When pre-flushing the catheter following opening of the package, a nurse found fluids leaking from sandholes at 15 cm away from the distal end of the catheter. This device was not used and a new catheter was placed to complete subsequent treatment.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of recw1575 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that a nurse prepared to place a PICC catheter in a patient under ultrasound guidance on (B)(6) 2020. When pre-flushing the catheter following opening of the package, a nurse found fluids leaking from sandholes at 15 cm away from the distal end of the catheter. This device was not used and a new catheter was placed to complete subsequent treatment.